Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic procedure, they immediately tested the balloon and it did not inflate. Contents of the syringe did not go into the balloon and after three tries, it worked, but could not deflate. To complete the case, they used another trocar. There was no patient injury.